Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of inaccurate deliveries. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were being used for piggyback deliveries of unspecified solutions and were connected to the primary tubing sets. The primary solution containers were lower than the secondary solution containers. After unspecified lengths of time in use, the secondary solutions would reportedly stop delivering and the primary solutions would be delivering. The customer contact reported the primary tubing sets were clamped and the secondary solutions were then delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.